Event description:
Physician reported left side seroma, rupture, axillary ganglia to the left with a slight thickening and signals of silicone, and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, silicone migration, lymphadenopathy, and capsular contracture bake grade IV.